Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Interrogation of the device showed oversensing of myopotential noise contributing to the shock. The patient was reported to have a history of low amplitude signals in all the sensing vectors as well. At this time no changes have been made and the electrode remains in service. Additional information provided from the field indicated the patient continued to receive inappropriate therapy from their system. Surgical intervention was later performed and the system was explanted and replaced with a tranvenous system. No additional adverse patient effects were reported. The system is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Interrogation of the device showed oversensing of myopotential noise contributing to the shock. The patient was reported to have a history of low amplitude signals in all the sensing vectors as well. At this time no changes have been made and the electrode remains in service. Additional information provided from the field indicated the patient continued to receive inappropriate therapy from their system. Surgical intervention was later performed and the system was explanted and replaced with a tranvenous system. No additional adverse patient effects were reported. The system is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.